Event description:
The lay user contacted lifescan in october 2005 alleging that his surestep enhanced meter was reading inaccurately high. The medical affairs specialist attempted to contact the user in october 2005. A letter was mailed in october 2005 since the user could not be reached. The user obtained a 124 mg/dl on the reported meter, while experiencing blurry vision and dizziness. A retest was not performed. The time of testing could not be recalled. He took oral medication following the use of the meter (medication regimen/therapy unk). At an unspecified time, he went to the hosp and a result of either 24 mg/dl or 45 mg/dl was obtained on the hosp device. He was treated intravenously. No further information was provided. The customer care agent (cca) discovered that the user had not tested in 2 months and the calibration code had not been set correctly. The user could not verify the approximate room temperature when the reading was taken or if the air in the room was humid, damp, or dry. The test strips were in good condition and the techniques for applying blood to the test strip and cleaning the puncture site were correct. Quality control tests were not performed. The cca documented that the meter has missing segments. It is unk if the user was aware of the missing segments and if the issue was present during the time of concern. It would have been helpful to know if other blood glucose results obtained before, on, or during the time of concern, user's medication regimen, the time difference between the meter and hosp meter reading, and diagnosis. Therefore, there is insufficient information to suggest that the product caused injury. Due to the missing segments issue, there is an indication that the product malfunctioned. This complaint is being reported as a malfunction MDR. The meter, test strips, and control solution were replaced.